Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation: the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek inrange meter serial number (B)(4). A sample from the patient was tested in the laboratory on a sta-r analyzer using stago neoptimal reagent, resulting with a value of 2.5 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting with a value of 5.9 inr. A sample from the patient was tested in the laboratory on a sta-r analyzer using stago neoptimal reagent, resulting with a value of 2.6 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting with a value of 4.6 inr. A sample from the patient was tested in the laboratory on a sta-r analyzer using stago neoptimal reagent, resulting with a value of 2.8 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting with a value of 1.5 inr. The patient's therapeutic range is 2 - 3 inr.

Manufacturer narrative:
The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.0 inr; qc 2: 2.9 inr; qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.